Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 26-sep-2027, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 09-aug-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient is scheduled for a lead revision procedure. Reached out to patient to discuss reason for lead revision. Will provide more information once received. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Analysis: pli 10: 977a260 - (B)(6) analysis identified that the #3 conductor was broken at the electrode crimp sleeve, 2.4 cm from the distal end of the lead. Pli 20: 977a260 - (B)(6) analysis identified that the #2 conductor was broken at the electrode crimp sleeve, 1.7 cm from the distal end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97791 lot# serial# unknown. Product type accessory product ID 97791 lot# serial# unknown. Product type accessory product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025. Product type lead product ID 977a260 lot# serial# (B)(6) implanted:(B)(6) 2024. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient had lead revision on (B)(6) 2025. Patient had expressed dissatisfaction with stimulation. Stated pain relief did not last long. Patient started talking about getting a paddle lead. Hcp agreed to lead revision but new percutaneous leads were implanted. New programming will occur at post op on 4/24. The explanted devices were returned to manufacturer. An image of the impedances showed contacts 3 <(>&<)> 10 at 24800.